Event description:
Provider states chrome is peeling off. In speaking with reporter it was learned the end user was using the chair and sustained a cut on their finger due to the peeling of the chrome. Melissa stated that the maintenance person looking at the chair also sustained a cut on his hand. The chair is awaiting replacement. No information suggests medical intervention was provided.